Event description:
It was reported that patient experienced a loss of efficacy. Patient had great control where she was dry for 2 days and 2 nights, but now she was eliminating large amount of urine when she sneezes, coughs, or passes gas. Patient was starting to go back to using diapers. The diapers were not as wet as before, but they were still wet. She felt the lead while she was walking at the nerve. The symptoms occurred following an implant which was 5 days prior to the date of this report. The symptoms occurred at the lead location in perineum. Patient status was fair and she was anxious to know if the device was working. Patient was feeling stimulation on program 3 at 3.5 volts, but this did not improve symptoms. The amplitude was changed to 3.7 volts, but the stimulation was too strong. Then patient changed the amplitude to 3.6 volts. It was later reported that patient had blood infection at the beginning of implant. It was noted that the device had never been adjusted properly. Patient used to go through 2 diapers before the implant, but now patient had to go through 3 diapers. The stimulation was in her butt and not in her vagina. Patient felt burning and had the device turned down in the past one and a half weeks. It was noted that patient's trial worked about 50%. Patient was on program 1 at 4.5 then she changed to program 2 at 4.6.

Event description:
It was later reported the patient never had therapeutic effect. The patient had only used the stimulation for about one month and turned it off. The health care provider had been trying to get the stimulation more in the patient's vaginal area but the stimulation was "far away." Patient had tried all of the programs and the 4th program seemed closest to the vagina. Initially each amplitude had been set higher than the patient could tolerate and the patient had to bring each program down. Patient was going to try program 4 but would contact her health care professional because they had seen a low implantable neurostimulator (ins) battery icon. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-33, lot# v981025, product type lead, product ID 3037, serial# (B)(4), product type programmer, patient (B)(4).

Manufacturer narrative:
Conclusion codes and patient and device codes have been updated.(B)(4).

Event description:
The patient was implanted for urinary dysfunction/ gastrointestinal. Additional information received from the consumer reported that the patient had not had therapeutic effect since implant and therefore turned off her device. They could not find a program to help her. Stimulation was felt between her vagina and rectum but the patient felt it should be in her vagina. The patient was reportedly always wetting through her clothes. The doctor was trying to prevent the patient from getting rectally incontinent too. It was also noted that the patient had lost her programmer and needed to be sent a new one. The patient had an appointment on (B)(6) 2015 to help with the patient programmer.